Manufacturer narrative:
Correction to device code; code changed from unable to obtain readings to defective component.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ibp was not working. There was no patient involvement reported.